Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that for the past several weeks, during unspecified infusions, "several" large volume pumps had issues where blood back-flowed from the patient up into the IV tubing set. There was no patient harm. Although requested, further information was not provided.